Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening on the anterior, creases fold, and wear abrasion. A leak test and microscopic analysis were performed which identified a void on the valve side within specification per qa199.06 (texture side) is not considered a workmanship, striated opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a striated opening on the anterior due to surgical damage consistent in the use of some surgical tool. Reason for reoperation was capsular contracture baker grade iii.